Event description:
(B)(4). Pelvic pain, pinching, lower back pain, migraines, anxiety, depression, brain fog, vitamin d deficiency, b12 deficiency, nickel allergy, rashes, eczema, cervical spine pain, facet syndrome c-4, c-5, c-6, joint pain (hips, shoulders, wrists), carpel tunnel symptoms, numbness in legs and hands, abnormal bleeding, prolonged periods (8 weeks at a time), cysts, adhesions, adenomyosis (new), connective tissue disorder, detached labrum of left shoulder without event - spontaneous detachment necessitating shoulder reconstruction with 4 anchors (still not recovered full range of movement), cysts in hip joint.